Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qq0a, implanted: (B)(6) 2015, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 19-nov-2018, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. Patient reports her device/leads were removed 3 weeks ago. Patient had a battery change (B)(6) 2019 and 5-6 days after that she developed a rash around incision and had severe pain on lower back. Patient states this went on for several weeks and the rash got better and she was on meds but the pain never subsided. Patient states she had a rash, pain like electric shocks. Patient states her doctor said to turn device off and for the rash he put her on a dose of antibiotics and patient states she had to be put on another dose. Patient states no matter when turning off/on the pain was still there. On (B)(6) the doctor went in to remove everything and patient asked doctor to do biopsy and is still waiting for results. Patient states the rash started to go away and pain. Patient states the second incision wouldn't close. Patient states the day the implant was placed patient had a lot of blood and hcp didn't close the incision tightly to avoid infection. Patient states she woke up in pool of blood and went to ER and they applied pressure. Patient states she had to put gauze on and still has to, patient states this has been going on for 3 weeks, it¿s still bleeding and won't heal. Patient states it was starting to open up over the weekend and she was told to go to ER however they directed to patient to see a wound specialist, and patient has an appointment. No further complications were reported or are anticipated